Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a corroded battery tube, water visible under the lcd display window, a partially broken retainer, and a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or download the trace and history files utilizing thump (download difficulty) due to the blank display. The pump did not pass the leak test; bubbles were coming from the reservoir tube (retainer area). The pump was cut open to perform a visual inspection. Dripping water and moisture damage were found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly, rust and corrosion were also found on the motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: partially broken retainer, corroded battery tube, broken belt clip rails, scratched case, and cracked keypad overlay (up and right arrow buttons). Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. Corroded battery tube and broken belt clip rails are confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and insulin pump was retuned for analysis.